Manufacturer narrative:
The device was received and evaluated. Device evaluation of the scope noted there are no abnormalities such as foreign matter adhering, corrosion, burrs, edges, parts falling off, and protrusions on the appearance of the tip including the forceps stand. No significant deformation or damage was found on the tip cover mounting part. Functional testing performed using the reference maj-2315 with the scope and observed no abnormality such as rattling during assembly (placing the distal tip cover to the scope distal end) and the tip did not fall off. Additionally, there were on abnormalities such as tearing or deformation in the tip cover (reference distal tip) after assembly ( placing the distal tip cover in the distal of scope). A review of the device history record found the subject device was shipped in accordance with specifications. Review of repair history found no repair history related to the reported phenomenon. Based on evaluation findings and investigation, the reported issue was not able to reproduced and no abnormality found on the device. It is possible that some stress applied to the distal tip cover and came off from the scope. Legal manufacturer request / feedback to customer/sender : "please continue to carry out pre-use inspections and regular inspections". " please check the package insert and instruction manual again, and the inspection and mounting method of the tip cover as describe in the manual. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) procedure, the distal cover (maj-2315) fell off in the patients oral cavity while scope tjf-q290v was removed from the patient's body. The distal tip cover was recovered, removed from the patient with no harm or injury to the patient. No user injury reported. According to the reporter the scope has been in use for about six moths after delivery. This report (scope) is related to a report with patient identifier (B)(6) (distal cap cover).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirmed the correct operation method by contacting olympus or another expert within their facility. The facility carefully reviews and follows the instruction manual. The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment. The facility uses care when attaching the distal cover, so that it does not crack. In addition to the above, the following additional information was obtained: after the reported event (detachment of the distal cover) occurred, olympus provided materials on how to handle the distal cover and provided the facility further education. Furthermore, education was given to all facility staff to confirm whether the distal cover was caught on the hook of the scope after attaching the distal cover. During the facility visit, the condition of the distal cover was inspected prior to attaching to the scope. Also, it was confirmed that the distal cover was attached correctly. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their product carton (until time of use) and stored on a shelf next to the procedure room. Just prior to the procedure, a product carton of distal covers is placed on the lower level of the endoscopic retrograde cholangiopancreatography procedure (ercp) wagon out front of the procedure room. Some of the distal cover sterilization packs were removed from the product carton and placed on the upper level of the wagon (on top of the endoscope - tjf-q290v). The facility reported that they do not know the specific chemicals used when the distal cover detached. However, during the procedure observation by olympus, cleash solution was sprayed on gauze twice, and then the gauze was used to wipe the lens of the scope with the distal cover attached. Occasionally, cotton swabs are used instead of gauze. Gascon drops and physiological saline were administered directly into the body through the forceps channel during endoscope insertion and sent to the forceps channel to lubricate. Contrast (urografin) was administered through the cannula during the endoscope insertion. Xylocaine or null jelly is administered orally to the patient before the inspection. Tap water with gascon drop is typically used during endoscope preparation and pre-use inspection. It was confirmed that a crack has never been observed on the distal cover before attaching it to the endoscope. The following additional observations were made by olympus during the interview: when the user pushed the cover onto the scope, the olympus observer had to pinch it with his thumb and forefinger to push it in place. While confirming that the distal cover would not come off the endoscope after it was attached, it was observed by olympus that the user pulled but did not twist the device. Boston's bloxtm (sbt-546-100) mouthpiece was used during the procedure.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.